Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that noise resulted in over-sensing.